Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan to report the one touch ultra meter would not power on. The sr. Medical surveillance specialist was able to classify the complaint based on the information originally provided. On (B)(6) 2011 at 7:00 am, the patient noted the reported meter would not power on; she was unable to obtain a blood glucose reading. The patient took no actions due to the meter issue. On the morning of (B)(6) 2011, the patient experienced the symptoms of shaking and her "ears roaring". The patient did not seek any medical attention or treatment. The patient manages her diabetes by taking the oral diabetes medication glucophage (metformin) 1000 mg, and lantus insulin 20 units per day. Troubleshooting revealed the patient had not replaced the meter's battery as recommended by the manufacturer. The issue was resolved by having the patient install a new battery in the meter. The meter, test strips and control solution were replaced. The patient did not replace the meter's battery as recommended by the manufacturer. The patient suffered symptoms suggesting severe hypoglycemia after she was unable to test her blood glucose levels due to the meter power issue. Therefore this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510k#: k062195.

Manufacturer narrative:
Follow-up # 1 (06/21/2011)-device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on (B)(6), 2011 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.